Manufacturer narrative:
The t:slim user guide instructs the user to never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above (600 mg/dl) the customer took a bolus to stabilize bg level. The suspected cause for the elevated bg level was due to the customer incorrectly performing the load process leading to air in the tubing. During the call with tandem technical support (cts) air was no longer visible. A system check was performed indicating the pump was functioning as intended. Reportedly, the customer had disconnected from the luer lock, installed a new cartridge than reconnected at the luer lock and may have been connected at the infusion set site during fill tubing process. The customer stated this did not result in any low bg issues. The customer is using a prefilled cartridge. Cts advised the customer that when loading a new cartridge and using a filled tubing it introduces a sizable amount of air into the tubing. Cts had the customer disconnect and fill the tubing to ensure there was no more air in the cartridge and after 13u of fill tubing, there was a consistent insulin flow.